Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) performed a full pm, safety, calibration, and functionality checks to pass factory specifications. The batteries did not complete the required runtime test and were replaced. The safety disk was expired on hours of use and was replaced. The iabp was returned, and cleared for clinical use. (B)(6).

Event description:
During a scheduled preventive maintenance (pm) service performed by a company representative, it was observed that the batteries failed to complete the run time test within specifications. There was no patient involvement, thus no death or injury was reported.